Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), antinuclear antibody positive ("autoimmune disorder type of disorder: ana tested positive") and genital haemorrhage ("major bleeding") in a 38-year-old female patient who had essure (batch no. 686082) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, obesity, lower abdominal pain, nausea, back pain, post gastric surgery syndrome and abdominoplasty. Ana tested positive (B)(6) 2013-pelvic sonogram with transabdominal and transvaginal technique- impression: no significant abnormality. Concurrent conditions included heart murmur, anemia, pre-menstrual tension syndrome, premenopausal menorrhagia, mood swings, memory impairment, joint pain, hypoaesthesia, foggy feeling in head, gi pain, constipation, polymenorrhoea, swollen lips, chest pain, shortness of breath, vomiting, abdominal adhesions and dysfunctional uterine bleeding. Concomitant products included lansoprazole (prevacid) and venlafaxine hydrochloride (effexor). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), 1 day after insertion of essure. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ cramp / abdominal pain near pelvic area") and abdominal distension ("abdominal bloating"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced alopecia ("hair loss") and fatigue ("fatigue/slept all the time"). In (B)(6) 2012, the patient experienced loss of libido ("hormonal changes describe: lack of sex drive"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced tooth fracture ("dental problems multiple teeth cracked at gum line"). In (B)(6) 2014, the patient experienced amnesia ("neurological conditions or problems type: memory loss"). In (B)(6) 2015, the patient was found to have antinuclear antibody positive (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), pelvic discomfort ("discomfort") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with paracetamol (tylenol 8 hour) and surgery (ablation and hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, antinuclear antibody positive, depression, anxiety, tooth fracture, vaginal haemorrhage, dyspareunia, dysmenorrhoea, amnesia, migraine, abdominal distension, pelvic discomfort and genital haemorrhage outcome was unknown, the alopecia, abdominal pain and fatigue was resolving and the headache had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, antinuclear antibody positive, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, pelvic discomfort, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery insertion details- right 1 coil and left 4 coils there was some bleeding noted at the tenaculum site. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: depression, pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, amnesia, autoimmune disorder, autoimmune disorder, headache, alopecia, abdominal distension quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ I too started having pain.'), menorrhagia ('abnormal bleeding (menorrhagia)'), antinuclear antibody positive ('autoimmune disorder type of disorder: ana tested positive') and genital haemorrhage ('major bleeding/ excessive bleeding') in a 38-year-old female patient who had essure (batch no. 686082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, obesity, lower abdominal pain, nausea, back pain, post gastric surgery syndrome and abdominoplasty. Ana tested positive (B)(6) 2013: pelvic sonogram with transabdominal and transvaginal technique- impression: no significant abnormality. Concurrent conditions included heart murmur, anemia, pre-menstrual tension syndrome, premenopausal menorrhagia, mood swings, memory impairment, joint pain, hypoaesthesia, foggy feeling in head, gi pain, constipation, polymenorrhoea, swollen lips, chest pain, shortness of breath, vomiting, abdominal adhesions and dysfunctional uterine bleeding. Concomitant products included lansoprazole (prevacid) and venlafaxine hydrochloride (effexor). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramps"), 1 day after insertion of essure. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ cramp / abdominal pain near pelvic area") and abdominal distension ("abdominal bloating/bloating"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches/ crazy headaches"). In (B)(6) 2012, the patient experienced alopecia ("hair loss") and fatigue ("fatigue/slept all the time/ exhausted"). In (B)(6) 2012, the patient experienced loss of libido ("hormonal changes describe: lack of sex drive"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced tooth fracture ("dental problems multiple teeth cracked at gum line"). In (B)(6) 2014, the patient experienced amnesia ("neurological conditions or problems type: memory loss"). In (B)(6) 2015, the patient was found to have antinuclear antibody positive (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), pelvic discomfort ("discomfort"), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), gastric disorder ("stomach issues"), dyspnoea ("barely breathe after spewing it all out at once"), pain ("still sore"), emotional distress ("upset"), vomiting ("almost to the point of vomiting . Sucks."), milk allergy ("strange reaction to milk"), feeling abnormal ("milk is always what made me feel awful with essure"), back pain ("back pain") and mood altered ("moody"). The patient was treated with paracetamol (tylenol 8 hour) and surgery (ablation and hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, antinuclear antibody positive, depression, anxiety, tooth fracture, vaginal haemorrhage, dyspareunia, dysmenorrhoea, amnesia, migraine, abdominal distension, pelvic discomfort, genital haemorrhage, nausea, gastric disorder, dyspnoea, pain, emotional distress, vomiting, milk allergy, feeling abnormal, back pain and mood altered outcome was unknown, the alopecia, abdominal pain and fatigue was resolving and the headache had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, antinuclear antibody positive, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, dyspnoea, emotional distress, fatigue, feeling abnormal, gastric disorder, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, milk allergy, mood altered, nausea, pain, pelvic discomfort, pelvic pain, tooth fracture, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: need for additional surgery insertion details: right 1 coil and left 4 coils. There was some bleeding noted at the tenaculum site. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: depression, pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, amnesia, autoimmune disorder, autoimmune disorder, headache, alopecia, abdominal distension, back pain, moody. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: nausea, gastric issues, barely breathe, pain, upset, vomiting, milk allergy, feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: social media received. Events: back pain and moody were added. Reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ I too started having pain.'), menorrhagia ('abnormal bleeding (menorrhagia)'), antinuclear antibody positive ('autoimmune disorder type of disorder: ana tested positive') and genital haemorrhage ('major bleeding/ excessive bleeding') in a 38-year-old female patient who had essure (batch no. 686082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, obesity, lower abdominal pain, nausea, back pain, post gastric surgery syndrome and abdominoplasty. Ana tested positive 03-jul2013-pelvic sonogram with transabdominal and transvaginal technique- impression: no significant abnormality. Concurrent conditions included heart murmur, anemia, pre-menstrual tension syndrome, premenopausal menorrhagia, mood swings, memory impairment, joint pain, hypoaesthesia, foggy feeling in head, gi pain, constipation, polymenorrhoea, swollen lips, chest pain, shortness of breath, vomiting, abdominal adhesions and dysfunctional uterine bleeding. Concomitant products included lansoprazole (prevacid) and venlafaxine hydrochloride (effexor). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), 1 day after insertion of essure. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ cramp / abdominal pain near pelvic area") and abdominal distension ("abdominal bloating"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches/ crazy headaches"). In (B)(6) 2012, the patient experienced alopecia ("hair loss") and fatigue ("fatigue/slept all the time/ exhausted"). In (B)(6) 2012, the patient experienced loss of libido ("hormonal changes describe: lack of sex drive"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced tooth fracture ("dental problems multiple teeth cracked at gum line"). In (B)(6) 2014, the patient experienced amnesia ("neurological conditions or problems type: memory loss"). In (B)(6) 2015, the patient was found to have antinuclear antibody positive (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), pelvic discomfort ("discomfort"), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), gastric disorder ("stoamch issues"), dyspnoea ("barely breathe after spewing it all out at once"), pain ("still sore"), emotional distress ("upset"), vomiting ("almost to the point of vomiting . Sucks."), milk allergy ("strange reaction to milk") and feeling abnormal ("milk is always what made me feel awful with essure"). The patient was treated with paracetamol (tylenol 8 hour) and surgery (ablation and hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, antinuclear antibody positive, depression, anxiety, tooth fracture, vaginal haemorrhage, dyspareunia, dysmenorrhoea, amnesia, migraine, abdominal distension, pelvic discomfort, genital haemorrhage, nausea, gastric disorder, dyspnoea, pain, emotional distress, vomiting, milk allergy and feeling abnormal outcome was unknown, the alopecia, abdominal pain and fatigue was resolving and the headache had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, antinuclear antibody positive, anxiety, depression, dysmenorrhoea, dyspareunia, dyspnoea, emotional distress, fatigue, feeling abnormal, gastric disorder, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, milk allergy, nausea, pain, pelvic discomfort, pelvic pain, tooth fracture, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: need for additional surgery insertion details- right 1 coil and left 4 coils there was some bleeding noted at the tenaculum site. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: depression, pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, amnesia, autoimmune disorder, autoimmune disorder, headache, alopecia, abdominal distension concerning the injuries reported in this case, the following ones were described in patient¿s social media: nausea, gastric issues, barely breathe, pain, upset, vomiting, milk allergy, feeling abnormal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: social media received. New events: nausea, gastric issues,barely breathe , pain, upset, vomiting, milk allergy, feeling abnormal were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), antinuclear antibody positive ("autoimmune disorder type of disorder: ana tested positive") and genital haemorrhage ("major bleeding") in a 38-year-old female patient who had essure (batch no. 686082) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, obesity, lower abdominal pain, nausea, back pain, post gastric surgery syndrome and abdominoplasty. Ana tested positive (B)(6) 2013-pelvic sonogram with transabdominal and transvaginal technique- impression: no significant abnormality. Concurrent conditions included heart murmur, anemia, pre-menstrual tension syndrome, premenopausal menorrhagia, mood swings, memory impairment, joint pain, hypoaesthesia, foggy feeling in head, gi pain, constipation, polymenorrhoea, swollen lips, chest pain, shortness of breath, vomiting, abdominal adhesions and dysfunctional uterine bleeding. Concomitant products included lansoprazole (prevacid) and venlafaxine hydrochloride (effexor). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), 1 day after insertion of essure. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ cramp / abdominal pain near pelvic area") and abdominal distension ("abdominal bloating"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced alopecia ("hair loss") and fatigue ("fatigue/slept all the time"). In (B)(6) 2012, the patient experienced loss of libido ("hormonal changes describe: lack of sex drive"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced tooth fracture ("dental problems multiple teeth cracked at gum line"). In (B)(6) 2014, the patient experienced amnesia ("neurological conditions or problems type: memory loss"). In (B)(6) 2015, the patient was found to have antinuclear antibody positive (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), pelvic discomfort ("discomfort") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with paracetamol (tylenol 8 hour) and surgery (ablation and hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, antinuclear antibody positive, depression, anxiety, tooth fracture, vaginal haemorrhage, dyspareunia, dysmenorrhoea, amnesia, migraine, abdominal distension, pelvic discomfort and genital haemorrhage outcome was unknown, the alopecia, abdominal pain and fatigue was resolving and the headache had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, antinuclear antibody positive, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, pelvic discomfort, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery insertion details- right 1 coil and left 4 coils there was some bleeding noted at the tenaculum site. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: depression, pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, amnesia, autoimmune disorder, autoimmune disorder, headache, alopecia, abdominal distension most recent follow-up information incorporated above includes: on 24-jan-2019: pfs+mr received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes describe: lack of sex drive, migraines, neurological conditions or problems type: memory loss, headaches, discomfort, major bleeding, abdominal pain, abdominal bloating were added. Event dental problems updated to dental problem - multiple teeth cracked at gum line. Autoimmune disorder updated to autoimmune disorder type of disorder: ana tested positive. Outcome of alopecia updated to recovering / resolving. New reporters, patient information, treatment and concomitant drug , medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss") and tooth disorder ("dental problems"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, depression, anxiety and tooth disorder outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, pelvic pain and tooth disorder to be related to essure. The reporter commented: need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.